Manufacturer narrative:
B3: event date is unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed that the cassette is not attached. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Dso (downstream occlusion) seal has moderate bubbling. Customer's reported problem of "cassette is not attached" was confirmed with the event log history. However, it could not be duplicated during testing. Attached standard cassette and performed downstream occlusion test, which passed. The probable cause of the reported problem is unknown. The dso sensor was replaced as a preventative measure. All functional tests of the pump passed after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.